Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit wont power on. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit wont power on.

Manufacturer narrative:
Additional contact details: contact person phone number (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit wont power on. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and said that monitor went out, replaced assy,top level display, new coiled cord and downloaded b.17* unit started up just fine and passed all safety checks and returned to customer for use.

Event description:
N/a.